Event description:
It was reported that the pump touch screen was shattered. Reportedly, the reason for the shattered screen was unknown. Customer's blood glucose was not impacted. The customer would continue to use the pump for insulin therapy.